Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1: customer name and address = (B)(6). G4: PMA/510(k) number = k171764 this report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during a procedure involving implantation of another manufacturer's asd (atrial septal defect) device, a safe-t-j amplatz extra-stiff support wire guide "split/twisted". As the other manufacturer's asd implant device was advanced over the complaint device, the wire split/twisted. The wire was removed by a vascular surgeon. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures or experience any adverse effects due to the occurrence. Additional information has been requested.

Manufacturer narrative:
Summary of event: as reported, during a procedure involving implantation of another manufacturer's asd (atrial septal defect) device, a safe-t-j amplatz extra-stiff support wire guide "split/twisted". As the other manufacturer's asd implant device was advanced over the complaint device, the wire split/twisted. The wire was removed by a vascular surgeon. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures or experience any adverse effects due to the occurrence. Investigation evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. The complaint device was not returned to cook for investigation. A document-based investigation evaluation was performed. No related non-conformances were found, and there have been no other reported complaints for this lot number. The device instructions for use (IFU) states, ¿when you use the wire guide with another device, consider the end-hole size and the length of the device in order to ensure a proper fit between the wire guide and the device.¿ a review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, DHR, and IFU suggests that there is evidence the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Based on the information provided and the results of the investigation, cook has concluded that component failure, unrelated to manufacturing or design deficiencies, contributed to this incident. Patient anatomy is unknown, and the exact conditions experienced during the event cannot be duplicated. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.